Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the second implant did not came off the handle. The surgeon reported that there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 04-nov-2021 update: further information were provided that the tip of the handle broke off.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 (no batch indicator present) was received for investigation. Visual inspection identified that the cannula had bent and broken, accounting for the inability to pass the second implant. The observed condition is consistent with prying/leveraging the device during use.